Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / serial #: (B)(4)/ model #:1650de /catalog #: 1650de/ expiration date: 2018-11-30. UDI #: asku. Mfg date:2017-11-18. (B)(4). Heartware ventricular assist system ¿battery. Battery / serial #: (B)(4)/ model #:1650de /catalog #: 1650de/ expiration date: 2018-11-30. UDI #: asku. Mfg date:2017-11-18. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three of the patient¿s batteries experienced power switching after having been serviced. At the time of the event the batteries had a capacity greater than 25 percent. The site was unable to reproduce the event by manipulating the connections or cables of the device. The site further reported that the event was not associated with any controller alarms or pump stop events. No damage was reported to the controller or its¿ power connectors. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the batteries on (B)(6) 2018. The most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the batteries on 05jul2018. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins and/or due to a worn controller power port pin socket contact spring. Additional products: battery/ (B)(4), return date: 2018-08-23 (B)(4) battery/ (B)(4), return date: 2018-08-23. (B)(4). If information is provided in the future, a supplemental report will be issued.